Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11010. It was reported the pt was not receiving effective stimulation (off-label use), and an x-ray showed lead migration. The pt reported she had pain and numbness in the back of her head. In addition, the pt reported the ipg was implanted too low and when she sat down, the ipg pushed upward which caused her to feel a burning sensation. The physician replaced the lead and the ipg. It was reported the issue with pain an numbness and resolved postoperative. The physician placed the ipg in a higher pocket. The pt was scheduled for a postoperative follow up appointment.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.